Manufacturer narrative:
The dentsply rep sent in handpiece. However, the handpiece was inadvertently lost. Therefore investigation cannot be completed. Unable to determine root cause. A DHR review was conducted with no discrepancies noted.

Event description:
In this event a dentsply representative reported that a midwest e attachment overheated while in use; no injury resulted.

Manufacturer narrative:
The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.